Event description:
In 2009, this patient presented with a thoracic aortic aneurysm with a dissection and was implanted with three gore tag thoracic endoprostheses. A tgt3710 was placed distally and partially covered the celiac artery. Final angiogram showed flow in the celiac artery. The patient tolerated the procedure and is doing well. No further test or laboratory data was provided to gore.

Manufacturer narrative:
Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.